Event description:
The trilogy evo ventilator was returned to the third party service center for completion device evaluation for the complaint of "valve is failing". During the evaluation it was confirmed the active exhalation control module's 3-way solenoid and proportional valve were defective and were replaced. Additional findings not related to the malfunction/issue: the blower was replaced and the printed circuit board assembly was replaced due to a non-critical event codes. As part of preventative maintenance, the muffler, air foam inlet filter and particulate filter was replaced. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.